Event description:
It was reported during use that three bd vacutainer® sst¿ blood collection tubes had insufficient negative pressure resulting in underfill. No health impact or consequence reported.

Manufacturer narrative:
E1: initial reporter address: (B)(6). H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use that three bd vacutainer® sst¿ blood collection tubes had insufficient negative pressure resulting in underfill. No health impact or consequence reported.

Manufacturer narrative:
H.6. Investigation summary: bd received one (1) photo for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. 20 retain samples were subjected to a draw test for low or no draw. All tubes were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill based on the photo only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.